Manufacturer narrative:
The account provided hillrom a picture of the broken composite sling bar hook. The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the sling bar. Tests performed on universal sling bars have shown that when the load is applied to both sling bar hooks, as per the intended use, the composite hook can withstand > 780 kg before breakage. This patient's weight was 105.8 kg. In the instructions for use for universal sling bars (7en160185 rev 4), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account ordered a new sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that a caregiver used the likorall lift to put a patient to bed. One of the hooks on the sling bar broke during transfer. There was no patient/user injury reported. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as complaint, (B)(4).